Event description:
On (B)(6) 2010, pt reported infusion sites were leaking insulin and had to be changed every 2 days. Insulin leaked from the infusion site after 24 hours of use, and the infusion set adhesive became saturated with insulin. Pt did not believe the infusion sites were near scar tissue, and she rotates infusion sites appropriately. Insertion device is used to insert headsets, and the cannulas have not been bent after removal. No occlusion errors were received on infusion device. This concern has been ongoing since (B)(6) 2010, and has occurred with 2 separate lots of infusion sets. She was sent infusion sets with a shorter cannula to troubleshoot concern. Follow-up was completed on (B)(4) 2010, and pt reported no further issues with insulin leaking since she changed to a shorter cannula. Pt was not able to determine if insulin leaked from her site or the infusion set. No products will be returned for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.